Manufacturer narrative:
G4:25jan2021. B4:08feb2021. Failure analysis on the returned touchscreen shows that the customer complaint was verified. Resistance measurement fails. Root cause is failure of touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:20nov2020. B4:31dec2020. The service technician performed touchscreen calibration, but the problem persisted. The service technician replaced the touch screen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The customer reported that while a medical engineer (me) was doing pre-use checking, the upper right area of the touch panel did not respond. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The issue was discovered during pre-use check. No delay in therapy was noted.